Event description:
I was injured on the job by a small hernia. -right inguinal- I told the dr. That something felt wrong within 3 months of the original surgery. In 2007 I was getting real sick and was in a lot of pain around the surgical site. At about 3 months later, I was sent to a facility, and had the right inguinal nerve cut to supposedly alleviate the pain. This did not work. By the beginning of 2008 I had lost 30 pounds, could barely walk and was in constant pain. Some times the pain would be so sharp and sudden I would just curl up and fall to the ground. In 2008, I went to the emergency room of the local hospital where I met a surgeon who aware of the problems with the mesh that was used on me. The mesh was the ethicon prolene mesh. The mesh had curled up and hardened to the point that it was pulling everything with it as it curled. The mesh was removed which helped with the pain and I was feeling better until approximately 4 months later, when I had to go back into the hospital because the pain in my groin had gotten so bad. Result being that more mesh was found, scar tissue had to be removed and I lost my right testicle because of the damage done by the mesh. All of this is documented in the pathology report. I am now partially disabled and am unable to work as I used to and I am still in and will be in constant pain for the rest of my life. This mesh is horrible. I know of 6 other people in my little town that are dealing with similar symptoms. Dates of use: 2006 - 2008. Diagnosis or reason for use: right inguinal hernia.